Event description:
The patient's father reported that the patient had been self sufficient; however, during a programming session approximately a week ago the baclofen dose was increased. Since then, the patient was so out of it that he could not do anything for himself. The patient was incoherent, loose, stiff, and weak. The patient was being taken to his hcp. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.